Event description:
This (B)(6) female was admitted on (B)(6) with a diagnosis of pneumonia and sepsis. She required the assistant of mechanical ventilation and had a dobhoff tube inserted on (B)(6). An x-ray was performed to confirm placement before feedings were started. On (B)(6), the nurse documented a residual of 530 cc and the physician was noticed. An x-ray was obtained and noted satisfactory position of lines and tubes. Thereafter, on (B)(6), the pt became bradycardic and pulseless. An xray revealed an abnormal position of the feeding tube. A repeat xray at revealed a complete left pneumothorax. A chest tube was placed and the pt recovered. This incident is being reported based upon an occurence of a second pneumothorax in a different pt.